Manufacturer narrative:
The malfunction was observed during incoming testing; however, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The processor/bridge/pace board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.